Event description:
Per follow-up, agent reported that there was a volume discrepancy, expected 5ml aspirated 18.5 ml. Patient was experiencing pain. A cap study was performed, and the catheter was found to be patent. Pump was explanted and replaced.

Manufacturer narrative:
Unable to populate health effect - impact code in field h6. Have contacted esubmitter for assistance. Health effect - impact code is 4629 - sdevice revision or replacement. There is no further investigation possible. Potential root cause for alleged volume discrepancy and resulting inadequate pain relief cannot be determined. Internal complaint #: (B)(4).

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Pending receipt of further follow-up information. Device was discarded and therefore, further investigation cannot be performed. The alleged report of "patient wasn't feeling therapy" has been captured as inadequate pain relief. Internal complaint #: (B)(4).

Event description:
Agent reported a prometra pump replacement due to "patient wasn't feeling therapy." No further details are known at this time.